Manufacturer narrative:
Unk-esubmitter does not allow for a blank or "unk" entry. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the patient developed pupil dilation after implanting an implantable collamer lens (icl) into the patient's eye. Reportedly, the lens remains implanted. Attempts to obtain additional information have not been successful.